Event description:
It was reported to philips that a power supply control circuit board failure prevented startup on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpd control unit and repl. Kit ethernet switch and confirmed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)